Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown chronic catheter allegedly experienced material deformation. This information was received from one source. The malfunction involved one patient with no patient consequences. The age, weight, and gender of the patient were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction is unknown, therefore the manufacturing review could not be conducted. The device and a photo for this malfunction have been returned to the manufacturer for evaluation. The investigation confirmed material deformation. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the malfunction is unknown, therefore the manufacturing review could not be conducted. The device and a photo for this malfunction have been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unk broviac catheter chronic catheter allegedly experienced material deformation. This information was received from one source. The malfunction involved one patient with no patient consequences. The age, weight, and gender of the patient were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown chronic catheter allegedly experienced material deformation. This information was received from one source. The malfunction involved one patient with no patient consequences. The age, weight, and gender of the patient were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction is unknown, therefore the manufacturing review could not be conducted. The device and a photo for this malfunction have been returned to the manufacturer for evaluation. The investigation identified material deformation. The device is labeled for single use. H10: g4. H11: b5; h6 (results, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.